Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of damages consistent with procedural damage. The reported events of high capture threshold, low sensing threshold, and low pacing lead impedance were not confirmed.

Event description:
During a follow-up in clinic, there was increased capture threshold and decreased sensing noted on the right ventricular (rv) lead. The pacing lead impedance had also gradually been decreasing. Diagnostic imaging was performed which revealed no anomalies. The lead was explanted, and during the procedure, there was suture tie-down damage noted on the lead insulation. The patient was stable with no consequences.